Event description:
Customer reported the system locked up and lost an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, suspected improper shutdown. System operates as intended.